Manufacturer narrative:
Medical product: blunt tip screw, 4x50mm; catalog#: 47-2486-050-40; lot#: 3024736. Cortical bone screw,4x28mm; catalog#: 47-2486-128-40; lot#: 3068488. Cortical bone screw, 4x30mm; catalog#: 47-2486-130-40; lot#: 3059650. Proximal humerus nail cap, 0mm; catalog#: 47-2488-010-00; lot#: 3073820. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation.the lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2021-00675, 0009613350-2021-00676, 0009613350-2021-00677.

Event description:
It was reported that after initial surgery the surgeon found that one of the proximal screws was backed out. No revision planned so far.

Event description:
Patient revision occurred, blunt tip screw, 4x36mm (47-2486-036-40) was revised and is available for return. Nail and other screws remain implanted. That being said, this blunt tip screw (47-2486-038-40) remains implanted and is not affected; thus, this product is moved to "associated products" sections and MDR can be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. This product moved from main to associated products. Therefore this MDR is obsolete. Please invalidate the case from your system. Zimmer¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2021-00675-1, 0009613350-2021-00676-1, 0009613350-2021-00677-1.